Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to fire the clip, it deployed but remained attached to the inner sheath. Even after the nurse released the attached wire, there was no change. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on july 2, 2025: it was confirmed that the clip was used in the colon during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 ultra clip was analyzed. The device returned with the clip assembly stuck into the bushing. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. The clip showed signs of a soft deployment, as it was detached from the bushing but remained attached to the control wire. This may have resulted from operational factors during the procedure, such as the physician's deployment technique, scope position or angle, or capsule detachment caused by contact with a surface. After soft deployment, reopening the clip may detach the capsule. If the physician attempts to close it again, misalignment of the capsule bushing can cause it to lodge in the bushing during retraction, deforming the capsule. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to fire the clip, it deployed but remained attached to the inner sheath. Even after the nurse released the attached wire, there was no change. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on july 2, 2025: it was confirmed that the clip was used in the colon during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h2: block e1 (initial reporter email) has been updated based on the additional information received on august 3, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to fire the clip, it deployed but remained attached to the inner sheath. Even after the nurse released the attached wire, there was no change. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address (B)(6). Block h2: block b5 ((describe event or problem) and block e1 (initial reporter address 1 and 2) have been updated based on the additional information received on july 2, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to fire the clip, it deployed but remained attached to the inner sheath. Even after the nurse released the attached wire, there was no change. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on july 2, 2025: it was confirmed that the clip was used in the colon during an esophagogastroduodenoscopy (egd) procedure.